Manufacturer narrative:
The product was returned and is pending the completion of the investigation.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 286 mg/dl while wearing the pod between 1 and 4 hours. Due to elevated bg levels, patient was unsure if cannula was properly seated in the infusion site (leg). As treatment, a manual injection of insulin was delivered and a new pod was applied. (B)(6).

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula dislodging from the infusion site or cause high blood glucose levels was found.